Manufacturer narrative:
Product complaint # : (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary : it was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. A labeled winding former and a dispensed needle/suture of product code sxpp1a400 was received for evaluation. During the visual inspection of the needle, the swage and attachment are were noted to be as expected. The suture was examined along of the strand and some barbs present body fluids. The fixation tab was slice at two sides and body fluids could be observed to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. No conclusion could be reached as on what caused the reported complaint. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary., two pictures were received for evaluation. Upon visual inspection of the pictures a labeled winding former and a dispensed needle/suture combination without the tab of product code, sxpp1a400 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. Changed to another one to continue the surgery, there is no report on patient's injury. No additional information could be provided.